Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical study site that in the immediate post-exchange period on (B)(6) 2014, the patient was noted to awaken slowly after anesthesia, with left-sided gaze preference and little movement of right upper extremity. On (B)(6), he was noted to have purposeful movement of all four extremities. On (B)(6), ophthalmology was consulted and found ophthalmoplegia with normal ocular exam; they recommended head CT to rule out intracranial process. As anticoagulation is needed for vad management, they recommended continuing asa and restarting heparin infusion with close monitoring for signs of bleeding or change in mental status. On (B)(6), patient was transferred to acute rehab facility for neuro rehab; visual deficits persist. At event onset the patient was on no anticoagulants or antiplatelet. It was reported by the clinical study that the issue was resolved on (B)(6) 2014. No additional information available.

Manufacturer narrative:
One controller and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several occurrences of premature switching events prior to batteries reaching the 25% threshold. Analysis of the controller and the batteries revealed that the devices met specifications; the devices passed visual examination and functional testing. The devices were related to the reported event; however the event could not be replicated at the bench level. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported power switching event may be a communication error between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2015-02939, 3007042319-2015-02940 and 3007042319-2015-02941) submitted for devices related to the same event.